Event description:
The customer and fe reported a loss of motorized movements and that the rui (remote user interface/joystick) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.